Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to improper placement of the electrode array. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
The correct date of this report is 01/08/2015; not 12/22/2014 as previously reported. This report is filed march 19th, 2015.